Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "saline rupture", "slightly smaller than it is normally", "slowly started deflated". Patient later reported "rupture with an implant". Later healthcare professional reported "deflation". This record is for the right side. The device remains implanted.